Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient felt hazy and had dry mouth because dexcom was giving her inaccurate readings. The egv was not provided, the patient stated only that it was high. It was not documented whether she checked the bg. She called 911, and then the ambulance with ems came to bring her to the hospital. As per the patient she was given medical intervention at the hospital, but she could not really recall what was since she passed out inside the ambulance. After the medical intervention was given, that was when she regained consciousness. The ems did a finger stick; the bg meter is 28 mg/dl and the cgm was 222 mg/dl. The patient declined to provide further details. She went back home the same day. At the time of the report, the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.